Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Additional information was requested and the following was obtained: please provide the patient's demographic information including weight, bmi at the time of index procedure : (B)(6) male. Is there any complaint for the device with product code sxpp1a407, that was used on the fascia? At the time of the wound closure, sxpp1a407 was used on the fascia and sxpp1b113 on the dermis, and there was pus in those areas. The diagnosis and indication for the index surgical procedure? Unknown. On what tissue was the suture used? Sxpp1a407 was used on the fascia and sxpp1b113 on the dermis. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. Was at least one reverse stitch performed prior to closure? Unknown. What tissue dehisced? The ecke area of the dermis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Onset date/time of dehiscence? (# post op days) about a week after the surgery on 12/6. What is the ¿ecke¿ area of the wound? It means the edge of the wound. How was the slight opening/dehiscence of the ecke area managed? No specific action was taken. Were there any precipitating stress factors for the dehiscence? Unknown. Please describe any surgical intervention required for the wound dehiscence including date and findings. No specific action was taken to the ecke. Was any re-suturing performed? Unknown. It was stated that after the suture was removed, the nylon sutures were removed. Why were the nylon sutures removed? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Unknown. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). When the wound was checked, it was confirmed that there was pus. The doctor concluded that there were no bacteria in the sternum area and that it was a superficial infection. Please provide the onset date/time of infection from the initial surgical procedure. Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Were cultures performed? If so, please provide the results. Unknown. How much and what type of drainage is present in this wound? Unknown. It was stated that ¿a superficial infection occurred in the closed wound of an open-chest bypass surgery. It caused reoperation.¿. Why did the superficial infection cause re-operation. Please explain unknown. Please describe any surgical and/or medical intervention performed including medication name and results. After the suture was removed, the nylon sutures were removed, and the patient is recovering and will be discharged soon. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The doctor said that the anchor part of stratafix might have caused bad effects. It may have been a matter of his own ability, but that he had not been able to get pulled enough to ecke part. Also, the patient had a history of diabetes and kidney failure and had been on dialysis for a while. It is not common for patients with renal failure to have bypass surgery, and this could be a factor in infection. What is the patient's current status? The patient is in the hospital, but planning to leave the hospital soon. Lot number? Unknown. No further information will be provided. Trade name - irgacare®. Active ingredient(s) ¿ triclosan . Dosage form ¿ suture/solid/parenteral . Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an open-chest bypass surgery on (B)(6) 2021 and a barbed suture was used on the dermis. A different barbed suture was used on the fascia. About a week after the procedure, there was slight separation of the ecke area of the wound. The surgeon did not take any specific action and that the foreign body feeling in the anchor may have been the cause of the problem. In (B)(6) 2022, the patient complaint of fever, so the wound was checked, it was confirmed that there was pus. The doctor concluded that there were no bacteria in the sternum area and that it was a superficial infection. It was stated that a superficial infection occurred in the closed wound and that it caused reoperation. After the suture was removed, the nylon sutures were removed. The patient is currently recovering, and no bacteria has been detected in the wound, and he will be discharged soon. It was opined by the surgeon that the anchor part of the barbed suture may have caused bad effects. It may have been a matter of his own ability, but that he had not been able to get it pulled enough to ecke part. It was also opined that a contributing factor to the infection may have been that the patient had a history of diabetes and kidney failure and had been on dialysis for a while. No further information was provided.